Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels was 405 mg/dl at the time of the incident. The customer was treated with bolus via pump. The customer reported that the pump was not worn during a medical test around magnetic field. The customer performed displacement test and self-test the tests were passed. The customer declined to perform the high pressure test. The customer was advised to monitor and call back if need be. The insulin pump will not be returned for analysis.